Event description:
It was reported that two years and nine months post port placement in the subclavian vein, the catheter tube was allegedly found to be damaged when it was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. Two compound breaks were noted at approximately 0.7cm and 1.8cm from the distal end of the cath-lock. The edges of the first and second compound break on the catheter attached were noted to be uneven. The surface was noted to be round and smooth on both regions. Upon infusion, water was observed exiting from both compound breaks on the attached catheter. Aspiration was attempted and was unsuccessful. The investigation is confirmed for the identified catheter fracture, wear and deformation issues. However the investigation is unconfirmed for the reported material integrity problem as the more specific fracture damage was identified during investigation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that two years and nine months post port placement in the subclavian vein, the catheter tube was allegedly found to be damaged when it was removed. There was no reported patient injury.